Event description:
The complaint was reported as: the customer alleges that the tube leaked when attached to exhalation valve assembly. The leak was also detected at the end of the tubes as well. The alleged defect occurred during testing prior to pt use. No report of a pt injury or delay in treatment.

Manufacturer narrative:
A visual, dimensional and functional inspection of the product involved in the complaint could not be conducted since the product was not returned. The DHR (device history record) review of batch number 02g1301395 of material (B)(4) was reviewed and no non conformance reports were originated for the lot in question that can be associated to the complaint reported. A corrective action cannot be applied since it is not possible to identify the defect reported and to investigate its root cause, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. Customer complaint cannot be confirmed based only on the info provided, in order to perform a proper investigation it is necessary to evaluate the sample involved on the incident. However, current production was verified to identify any issue that can lead to the reported defect and no issues were found. If the defective sample becomes available this investigation will be updated with the eval results.